Manufacturer narrative:
On the basis of the information provided, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history and both prior and subsequent dental treatments, may have played a role in the need for the reported tooth extraction.

Event description:
On (B)(6) 2017, a dentist reported that a male patient in his late 30's required extraction of tooth #19. This tooth had received a lava ultimate crown on (B)(6) 2013, to replace an existing crown that had fractured. On (B)(6) 2014, the lava ultimate crown debonded, extensive decay was found and an initial recommendation to extract the tooth made. Instead, the tooth was restored with an alternate, non-3m crown material. Ultimately, this non-3m crown also debonded and on (B)(6) 2016, the tooth was extracted.